Event description:
It was reported that there were connection problems while interrogating pacemakers. It was also noted that the system reboots too often. The programmer was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. The programmer was analyzed and no anomalies were found. (B)(4).